Event description:
Additional information received as follows: pink vaginal discharge, chills, urinary tract infection (+) mixed flora (multiple species present), hematuria, dysuria, constipation, hematochezia, nausea/vomiting. Weight loss (down to 104 lbs) due to inability to eat due to pain. Lumbar discogenic pain, myalgia, myositis, radiculopathy. Pudendal neuralgia, dyspareunia, pain at the end of urination.

Event description:
Additional information received on 2/16/2023 indicates that beginning (B)(6) 2021 the patient experienced rectocele.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, legal representative stated continuous abdominal pain, stabbing vaginal pain, leg pain, pelvic pain, difficulty with urination and bowel movements, pain with waling, a recurrence f incontinence and dyspareunia. Exploratory surgery and revision of mesh in (B)(6) 2021. Urinary incontinence, physical deformity and loss of the ability to perform sexually. No other adverse patient effects were reported.